Event description:
It was reported that, during an unknown procedure, on the 4th firing, the device could not release. It was completed by add'l suture. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device and three cartridges were returned. The device was returned with the anvil closed and with the handles opened at the proximal end top. The device was loaded with a fully fired cartridge with no visual non-conformances. The device was opened using the manual release lever; however, the clamping mechanism was noted to be damaged, as it did not close nor opened properly; therefore, no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button post was broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.